Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support to report that after dropping the device and removing the cartridge, insulin had leaked from the cartridge into the chamber. The patient was advised to clean the chamber and was informed that the incident should not affect device functionality. The patient was advised to call back if any issues arose in the future. Blood glucose was not affected. The lot number was not available as the packaging had been discarded. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.